Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient had been to the hospital for low blood glucose (bg) levels. The patient's blood glucose went as low as 37 mg/dl when the event occurred. Patient had a seizure due to being hypoglycemic while wearing the pod for longer than 48 hours on the infusion site (hip/buttocks). The patient was getting out of work, bg levels was low, passed out around 4:30 pm, and the ambulance was called. Patient¿s last bolus before the low bg level was at 2:15 pm was 4 units and this was for both a meal and correction. The patient¿s doctor changed the basal rate about a week ago, in the morning and decrease for lunch. Patient's treatment included fast acting sugar and was told not to use the omnipod system until the pdm is replaced.

Manufacturer narrative:
Investigation found no defects or deficiencies that would contribute to the reported high bg levels. A temporary basal rate was active, it could not be determined if this was the cause of the reported low bg levels. (B)(4).